Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse discovered a pin hole in the sampler tubing. The fse replaced the sampler tubing and a u-seal. The fse verified the instrument operations were adequate. The cause of the discordant, falsely low sodium results was a malfunction of the sampler tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on one patient sample on a dimension exl instrument. The discordant results were not reported to the physician(s). The sample was rerun in duplicate, and the rerun results did not match. A new sample from the patient was run, and a higher result was obtained. It is unknown if the new sample result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.